Event description:
Approximately seventeen months post procedure, the patient underwent a second coil embolization of the aneurysm to treat the worsening occlusion. Four coils were successfully implanted and there was no clinical consequence to the patient.

Manufacturer narrative:
PMA# or 510#: k050700. Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore, it was determined that the reported event was an anticipated procedural complication.